Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was broken and there was minor damage to the lower left front corner. A review of the event history log (ehl) identified motor rate error. No error which related to main board problem was found in ehl. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The main board operated as intended no problem was found at all functional testing. The root cause of the problem was related to normal wear of the pump as it is over 4 years old. Replaced worm coupling, worm gear, leadscrew and clutch halves. Repair was not needed per customer reported problem due to no problem found on main board. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a motor rate error and had a bad board. No patient injury was reported.